Event description:
The customer reported a speaker malfunction on the intellivue mx550 patient monitor. No information was provided whether sound was still coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.